Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed, and no recent set speed changes. The patients' symptoms were low flow alarms and fluctuating pi readings. It was reported that the patients' echocardiograms were okay. The patient reportedly feels fine and had not complained of any vad issues or heart failure symptoms. No treatment was performed however the patient did undergo a left heart catheterization with intravascular ultrasound (ivus). No plan of care, the patient was to be monitored.

Manufacturer narrative:
A1-a6: patient information pending follow up with hospital d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's pump sounded a bit rough, and the left ventricular assist device (lvad) history had significant pulsatility index (pi) events. The patients lactate dehydrogenase (ldh) was trending upward and there was concern for pump thrombosis. Log files were sent for review. The event log file was full of persistent pi events on 07nov2024 from 13:34 to 13:57. It was noted that the pi events seen here are of a significant amount and may possibly point to another issue. Otherwise, there were no other notable alarm conditions or parameter changes. A computed tomography (CT) scan was done showing an outflow clot. There was extensive thrombus with moderate to severe luminal narrowing on the entire length of the lvad outflow graft horizontal segment. Outflow tract vertical segment is patent but with similar dilation presumed to be thrombus/hematoma-chronic finding. It was reported that the patients' echocardiograms were okay. The patient reportedly feels fine and had not complained of any lvad issues or heart failure symptoms.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section b2: outcomes attributed to adverse corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the report of outflow graft thrombosis and pump sound changes could not be confirmed based on the provided information. A specific cause for these reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files could not confirm the reported low flow alarms; however, the reported pulsatility index (pi) events were confirmed. A specific cause for the reported low flow alarms and pi events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) levels could not be conclusively established. The controller event log file contained events from 07nov2024, per the timestamps. Pi events were captured throughout the entirety of the file. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. This section also addresses all pump parameters, including pump flow and pulsatility index. This section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also explains that pulsatility index events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. This section also explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ additionally, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.